Event description:
The manufacturer received information alleging a circuit leakage alarm continually alarmed despite changing the circuit. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated, but a corresponding error was found in the event log. Testing was performed and the unit failed for exhalation valve control. Given the result above, it is considered that an excessive leak occurred due to a failure in controlling the exhalation valve, which caused the reported issue. The device's 3-way solenoid valve, and proportional valve were replaced to address the issue. Additionally, contamination was found. The inlet line filter, flow sensor, blower assembly, muffler assembly were replaced due to contamination, which was not related to the malfunction/issue. Final testing and cleaning was performed and it was confirmed the unit operated properly.